Manufacturer narrative:
Additional information received on march 8, 2021 indicated that the patient underwent bilateral replacements as follow: left replaced with cat#: 3501650, sn#: (B)(6), and right replaced with cat#: 3501650, sn#: (B)(6). Correction: on march 15, 2021 mentor became aware that manufacturer report number 1645337-2020-15257: (follow up 1) the h10 has incorrect explantation date of (B)(6) 2021. Device evaluation completed on march 10, 2021: visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a tear on the anterior view, measuring approximately 7.0 cm. Microscopic examination was performed and the cause of the deflation could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). The explantation date was on (B)(6) 2020.

Manufacturer narrative:
On march 2, 2021. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Documents received with the device indicated that date of explantation was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Note: patient scheduled for an explant on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced right sided deflation post procedure. A phone consultation was performed by a physician and deflation was diagnosed. As a result, an explant was scheduled on (B)(6) 2020.